Event description:
Boston scientific crm received information that the left ventricular (lv) lead exhibited pacing impedance measurement of greater than 2,000 ohms. No noise was noted on the lead, and all other lead measurements were within normal range. A revision procedure was later performed and the device system was explanted due to extraction. This was documented in report #2124215-2012-05795.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.